Event description:
On (B)(6) 2018, breas medical gmbh received information that vivo 50 s/n (B)(4) had been involved in an incident in germany. Fault description per the operator is as follows: the device is an invasive ventilator for intensive ventilation treated patients. During the night from (B)(6) 2018 to (B)(6) 2018 the device was alarming. The device was found in stand-by mode showing #35. Therefore the patient could not be ventilated invasive through the device. The device was changed immediately so that injury to the patient could be prevented. This report is submitted retrospectively because the original report is not visible in maude database.

Manufacturer narrative:
On (B)(6) 2018, breas medical gmbh received information that vivo 50 s/n (B)(4) had been involved in an incident in germany. Fault description per the operator is as follows: the device is an invasive ventilator for intensive ventilation treated patients. During the night from (B)(6) 2018 to (B)(6) 2018 the device was alarming. The device was found in stand-by mode showing #35. Therefore the patient could not be ventilated invasive through the device. The device was changed immediately so that injury to the patient could be prevented. This report is submitted retrospectively because the original report is not visible in maude database.